Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has not maintained the ipg as recommended. As a result, the ipg has become non-functional and is unable to communicate with the charger and programmer. The pt will undergo surgical intervention on a later date.